Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an osteosynthesis fracture neck of the right femur procedure, the surgeon was unable to slide the plate onto the axis of the lag screw. The procedure was completed using another device. There was a surgical delay of ninety (90) minutes. This complaint involves two (2) devices. This report is for one (1) 130 deg lcp dhs plate-standard barrel 4 holes/92mm-sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation site: customer quality (cq) zuchwil selected flow: device interaction/functional. Visual inspection: the lcp-dhs plate is in a good condition. No significant traces of use are present. Functional test: the function test at zuchwil customer quality was conducted with the returned dhs blade. According of the damaged shaft of the dhs blade it was not possible to slide the dhs plate over the dhs blade shaft. Therefore no additional investigation will be performed on this device, the damaged dhs blade will be evaluated in the other product investigations of this complaint. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the root cause of complained malfunction is by the damaged dhs blade which is a post-manufacturing caused use related handling fault at the dhs blade. Dimensional inspection was performed as below: document/drawing feature/test/description: bore - hole specification/actual gage 3-01-19789 results "pass" feature/test/description: bore - hole slot specification/actual gage 3-01-19789 results "pass" the measured dimensions were found to be within the given specifications per the drawings referenced above. Summary: this investigation will be rated as unconfirmed, because the root cause was identified that the dhs blade is damaged which lead to the malfunction: it was impossible to slide the plate dhs on the axis of the screw. According of the damaged shaft of the dhs blade it was not possible to slide the dhs plate over the dhs blade shaft. During the investigation of the dhs plate, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 02.224.204s, lot: 9774889, manufacturing site: grenchen, release to warehouse date: february 2, 2016, expiry date: january 1, 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.